Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed no image and an incompatible scope error, e315. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed the no image with e315 error are due to corrosion on endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.